Event description:
It was reported that this lead was explanted due to product performance issue. No adverse patient effects were reported this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).